Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had a connection issue with a titanium adaptor. The patient connector of the uv flash transfer set did not have a good connection with the titanium adapter. The customer reported that there was a 3 mm gab observed to the junction. There was no adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.